Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in impedance measurements but still within range. Lv amplitude was discussed to be variable at times as well. (B)(6) technical services (ts) recommended to continue to monitor. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).